Manufacturer narrative:
Device had intermittent buttons response due to flattened bolus express and up buttons dome switch. No unlocked keypad connector noted. Unit had minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons not responding. The customer¿s blood glucose level was 290 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The insulin pump will be returned for analysis.